Event description:
Discordant, falsely elevated sodium (na) and chloride (cl) results were obtained on two patients on an advia 1800 instrument. One ff the two samples resulted falsely high for potassium (k). The discordant results were not reported to the physician(s). The samples were repeated on an alternate instrument, resulting lower. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na, k and cl results.

Manufacturer narrative:
A siemens customer service engineer (cse) was at the customer site. After evaluation of the instrument and instrument data, the cse discovered that the sample-dilution probe (dpp) had crashed. The cse recalibrated the dpp and reloaded the ion selective electrode firmware. Quality controls and calibration were run, resulting within range. The cause of discordant, falsely elevated na, k and cl results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.